Event description:
Based on additional information received on 19-jul- 2016, this case initially considered as non-serious was upgraded to serious because the event of abasia was added with seriousness criteria as significant disability. This case was related to case: (B)(4) (clustersame reporter). This unsolicited device case from (B)(6) was received on 29-jun-2016 from a medical doctor. This case involves a (B)(6) female patient who received treatment with synvisc and later experienced pronounced effusion in knee and thick knee (latency: 19 days after the first injection) and abasia (unknown latency). It was reported that patient was "addicted to swelling" also during previous pregnancies and had unspecified allergy. No past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number: (B)(4); expiration date and frequency: not provided) into unspecified location for gonarthrosis. On (B)(6) 2016, patient received third infiltration. On (B)(6) 2016 (19 days after receiving the first synvisc injection), patient experienced effusion (in the knee) as well as thick knee. The corrective treatment included puncture of knee, prescription of pain killer, calcium and cooling. It was reported that during a puncture, 130 ml of liquid had been removed. On an unknown date in 2016, latency unknown, patient had abasia, which disabled patient in her daily life. On (B)(6) 2016, patient recovered from the event of thick knee/effusion. Allergy (unspecified) and generalized addicted to swelling was given as alternative explanations by the physician. It was reported that the physician could not assess the causal relationship corrective treatment: not reported for abasia, pain killer, puncture, calcium and cooling for pronounced effusion in knee and puncture of knee 130 cc liquid was removed for thick knee outcome: unknown for abasia, recovered for rest of the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: persistent or significant disability for abasia. Additional information was received on 11-jul-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 19-jul-2016 from medical doctor. This case initially considered as nonserious was upgraded to serious because the event of abasia was added with seriousness criteria as significant disability. Patient's age was added. Event of abasia was added along with its details. Product start date was updated, stop date; dose and batch/lot number was added. Suspect product indication was updated. Start date was updated for the event of thick knee/effusion from (B)(6) 2016 and stop date was added; outcome was updated from unknown to recovered. Medical history was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 19-jul-2016: this case concerns a female patient who received synvisc therapy for the treatment of gonarthrosis and later experienced knee effusion and abasia (led to disability). A significant temporal relationship can be established as evident from the temporal gap of one day between suspect product stop date and event onset date and hence, causal role of suspect cannot be denied completely in occurrence of the event. Furthermore, complete medical assessment of the case is difficult as relevant information is missing, such as the patient's past medical history, concurrent conditions, concomitant medications and past drugs.